Event description:
It was reported bd angiocath¿ IV catheter had a damaged catheter. The following information was provided by the initial reporter, translated from portuguese: "...product... Presenting tortuosity and easy breakage in the silicone part (proximal part of the device that is inserted with venous access into the patient) during the puncture procedure".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported bd angiocath¿ IV catheter had a damaged catheter. The following information was provided by the initial reporter, translated from portuguese: "product presenting tortuosity and easy breakage in the silicone part (proximal part of the device that is inserted with venous access into the patient) during the puncture procedure".